Manufacturer narrative:
When the investigation is completed, a follow-up report will be filed. (B)(4). Date submitted: 06/21/2010.

Event description:
The nurse found leakage from the catheter. Exposure to chemotherapy drugs.